Event description:
It was reported that a spectrum pump boots whenever case was touched. The event occurred during testing in biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, device boots whenever case is touched did not occur. A review of the event history log did not reveal the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device working as intended. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.